Event description:
On july 31, 2006, the facility contacted baxter technical services to report a system 1000 hemodialysis instrument had high bacteria cultures. There was no patient injury or medical intervention reported in association with this incident. No further information is available at this time. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
CAPA has been opened to further investigate high bacteria issues. This CAPA is currently in process.